Manufacturer narrative:
\Evice 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusions set fell off during use within 24 hours of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.